Event description:
On 25-mar-2022, the following information was provided to kci by the patient's family member: on (B)(6) 2022, the patient allegedly tripped on the v.a.c.® tubing resulting in a broken hip, a fractured knee, and was hospitalized. The patient will go to rehabilitation upon discharge. On (B)(6) 2022, the following information was provided to kci by the patient's family member: the patient is in rehabilitation/nursing home. No additional information was provided. The v.a.c.® dressing lot number was not provided, and the device was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided, and the device was not returned; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged fall resulting in a broken hip, a fractured knee, and hospitalization are related to the v.a.c.® dressing. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if or what medical or surgical intervention was required. Device labeling, available in print and online, states: carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips: follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of doorknobs and other household objects that could catch exposed tubing.